Manufacturer narrative:
A lot history record review was completed for lots 25120446, 25120833 and 25120945 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro connector on the btt where the 5cc syringe attaches was damaged/clogged. It would not allow fluid scope wash to be squirted into the working space to clean the scope lens. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Feb. 22, 2016 03:46 pm (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro connector on the btt where the 5cc syringe attaches was damaged/clogged. It would not allow fluid scope wash to be squirted into the working space to clean the scope lens. A replacement device was used to complete the procedure. The hospital did not report any patient effects.